Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd microtainer® sst¿ has been found missing gel after use. The following has been provided by the initial reporter: gel was missing.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing gel with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to missing gel was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text: see h.10.

Event description:
It has been reported that one bd microtainer® sst¿ has been found missing gel after use. The following has been provided by the initial reporter: gel was missing.